Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Patient's representative reported "pain and enlarged axillary lymph nodes, breast swelling, seroma and capsular contracture baker grade iii. As well as fibrosis and chronic inflammation". The device has been explanted with a complete capsulectomy. Histological exam of the capsules performed post explantation. This record relates to the left side.